Event description:
It was reported the manufacturing representative was getting ready for an implant yesterday and when they interrogated the implantable neurostimulator (ins) it had a power on reset (por). It was noted the por error code was 0x2. It was further noted the ins was still in the box. The reporter stated they would be returning the device to the manufacturer. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Analysis of the ins, s/n (B)(4), found no significant anomalies and that device was functionally okay.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that upon interrogation of the implantable neurostimulator (ins) a power on reset (por) message appeared. It was noted the event was not associated with a patient and the device was no used in a patient.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.